Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had stents placed, and speed changes were made during the procedure. It appeared that the flows had come up but log files were sent for consult. The event log file captured low flow alarms on (B)(6) 2026 from 1622 to 1630. It was noted that various set speed changes were from 6100rpm to as low as 4100rpm during stent procedure. The set speed was changed back to 6100rpm 1630 and flows returned to normal. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the available data, the device was operating as intended.